Manufacturer narrative:
B3- date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10487291.

Event description:
It was reported patient experienced ineffective coverage of the bilateral s1 lead and surgical intervention was undertaken on (B)(6) 2024 wherein another lead was attempted to be placed and was unable to be implanted.